Event description:
While the resident was being moved with a tempo floor lift and a clip sling for a transfer from bed to wheelchair, the right shoulder clip came loose and resident slid out of the sling onto floor. Resident was taken to emergency room and released shortly thereafter with no injuries reported at that time. Two days later, he was hospitalized for a possible head injury, but it is undetermined if the injury is related to the fall or not. No details were provided about the treatment given at the hospital.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.